Manufacturer narrative:
The onestep pads were returned to zoll united kingdom for evaluation. The customer's report was not replicated or confirmed. The pads were returned in good condition and passed all testing without dupplicating the report. The pads were scrapped after testing and the customer was sent a replacement set as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the pads failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.